Manufacturer narrative:
Date of event is estimated. A patient experienced ineffective stimulation was reported to abbott. As a result, the patient's leads were explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2023-01331. It was reported that the patient experienced ineffective therapy due to invalid impedances. Surgical intervention was undertaken wherein the leads were explanted and replaced. Effective therapy was established.